Event description:
The customer reported being hospitalized for high blood glucose of 590mg/dl. The customer stated that she experienced chest pains, and the customer's husband called the paramedics to meet them half way since her chest pains were severe. It was reported that when the paramedics arrived, the blood glucose was 530mg/dl, and then the customer was taken to the hospital. The customer stated that she was hyperventilating as a result of the chest pains and low pressure. The customer mentioned that when she arrived to the hospital, she was disconnected at the quick release. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.